Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the pump had missing plastic rivet from the upper part of the membrane frame. The product issue was observed by bd associate during site visit. There was no patient involvement.